Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 05-dec-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. A field service engineer cleared a medication jam in auxiliary mini drawer 4.18 and verified that it tested good. The med station was fully operational afterward, and the customer successfully recovered and accessed the drawer multiple times without any issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer failed. The customer rebooted the device and attempted recovery, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.